Manufacturer narrative:
The device was not returned for evaluation, still implanted within the patient.

Event description:
The surgeon provided an x-ray showing that two of the screws, placed one at each end of the plate, appear to have migrated an unknown, but small, distance past the plate. This x-ray and report are from a patient originally undergoing an anterior cervical fusion at c5-6 to c6-7 on (B)(6) 2016. It was reported that all the aranax parts are still within the patient and are not available for return, no revision surgery has been performed.